Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the atrial lead exhibited noise. The noise was reproducible with isometric testing. All other electrical measurements were in range. The lead was reprogrammed. The patient would be monitored.

Event description:
New information on 10/20/16 stated that during normal device change out procedure, the right atrial lead was capped and replaced due to noise. The procedure concluded without complications. The patient was discharged.